Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07260. It was reported the patient was unable to receive effective occipital stimulation on the right side (off-label use). The sjm representative attempted to reprogram the scs system and determined there were multiple contacts with high impedances across the lead. The patient was to use the existing stimulation to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.